Event description:
In 2006 the lay reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra meter did not turn on. The date and result of the last reading obtained on the reported meter was not provided. The patient was sweaty at the time of concern. Emergency services was contacted. A result of "47" was obtained on the parmedic's meter. The patient was treated with oral glucose. No information was provided regarding the patient's diabetes treatment regimen. The reporter refused to answer questions regarding when the meter battery had last been changed. The customer service agent (csa) confirmed the test strips were correct. The csa walked the reported through pressing the power button and inserting a test strip all the way into the test strip port; the meter did not turn on with either attempt. The reporter told the csa she wanted the meter replaced. She said she did not want anyone from lfs calling her back to obtain further information. The meter, test strips, and control solution were replaced. Thecomplaint is reported because the patient experienced hypoglycemia requiring medical treatment after the patient was unable to test with the lfs product.